Manufacturer narrative:
Additional information in the following fields - b4: date of this report, g3: date received by manufacturer. H2: follow up type, h3: device manufacture date, h6: evaluation codes. Corrected data in the following fields - h6: device code and component code. This follow-up report is being submitted to relay additional and corrected information. The device was not returned to ebi for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly.

Event description:
It was reported by the patient that she is in a lot of pain while treating and some heat. The sales rep suggested time test, the patient will start with 1 hour for 2 days and then increase. Customer service called the patient regarding the pain and heat. The patient said she was at work and request a call back at another time. No further consequences are reported. There was no product returned for further evaluation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent. Section b3: as the day of the event is unknown, the event date is estimated as july of 2025

Event description:
It was reported by the patient that she is in a lot of pain while treating and some heat. The sales rep suggested time test, the patient will start with 1 hour for 2 days and then increase. Customer service called the patient regarding the pain and heat. The patient said she was at work and request a call back at another time. No further consequences are reported. There was no product returned for further evaluation.